Manufacturer narrative:
The customer reported that the bsm (bedside monitor) has a black screen and at the cns (central monitoring system) it shows communication loss and plug in acquisition module. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The inverter was replaced which corrected the reported issue. When the device was received it was noted that the unit touchscreen (still works and passes calibration) had a few scratches and minor dents, the front enclosure has a corner crack on the lower side requiring to be replaced. There is also a minor crack at the rear enclosure where the two top screws are screwed in. Device is still able to close properly. Waiting for parts to repair device. Device will be returned to the customer as soon as the parts have been received and replaced. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) has a black screen and at the cns (central monitoring system) it shows communication loss and plug in acquisition module.